Manufacturer narrative:
(B)(4) customer samples were hand activated to evaluate defective locking of the safety shields. The safety shield of each sample was rotated backward with ease with no IV shield lift identified. The safety shields were then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5106730. Conclusion: we are unable to duplicate the reported customer issue. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter pink safety shield would break off as the safety shield was being engaged following blood collection. No injury or medical intervention reported.